Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a screen interaction issue in which the device would not accept a "yes" selection for a prompt about visible drops, consistent with a touchscreen or user interface unresponsiveness on the pump hardware. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included the user transitioning to backup therapy and a replacement device being arranged. Investigation included customer service troubleshooting and case documentation. Investigation of this case revealed a suspected intermittent screen responsiveness failure associated with the device¿s display or touch interface, with no associated alerts or alarms and no clinical sequelae identified. It was concluded, based on previously established findings for similar reports, that the cause was a device user interface malfunction.